Event description:
Journal reference: kessler, t.m., et al., "sacral neuromodulation for refractory lower urinary tract dysfunction: results of a nationwide registry in a foreign country" european urology, (2007) 51: 1357-63. The article discusses the treatments and outcome of 209 patients. Adverse events were recorded during the initial tst phase and/or during or following traditional one-stage technique. Reportable event: after the implant of the ipg, one pt experienced the ipg malfunctioning after an MRI procedure. Surgical intervention with replacement was performed.

Manufacturer narrative:
See scanned pages.